Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the damaged/faulty spare (emergency) lamp and damaged/occasional non-rotating turret motor could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the visera elite xenon light source spare lamp was on. The issue was found during inspection for use for a diagnostic cholecystectomy and it was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the spare lamp was damaged and an e207 emergency error occurred. It was also noted that the motor was damaged and it did not rotate occasionally. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.